Manufacturer narrative:
Additional information: g3 - medwatch mw5091850 received after notification from user facility. This information has been added as additional information. Manufacturer narrative: visual examination of returned used device confirmed the reported problem and found the nitinol wire misused, bent and broken off at the etch line. The broken piece is approximately 1.500 -inches and was not returned for evaluation. Critical dimensions were measured and met design specifications. This is a technique dependent device and the most likely cause of this issue is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: warnings: the use of a washer/sanitizer or disinfection solution may affect the life expectancy of the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that c8026 device was being used on during an acl procedure on (B)(6) 2019 when the guidewire broke in the graft. The device fragments were removed. There was no report of injury to the patient or the user. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.